Event description:
The event is reported, via maude data report, as: the base of the subglottic port broke away from the body of the endotracheal tube while the pt was intubated with the device, causing an air leak and rendering the subglottic suction feature unstable. No report of pt injury.

Manufacturer narrative:
The lot number reported in the maude report does not correspond to the current lot numbers manufactured in (B)(4) plant. The catalog number reported in the maude report does not correspond to the current catalog numbers of teleflex. A conclusive root cause can not be determined until a sample is available. However, teleflex will continue to monitor and trend relating complaints.